Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. Customer was also stated that the insulin pump was exposed to moisture. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional testing including device passed displacement test, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self test or confirm critical pump error due to display anomaly. (B)(4).